Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)/abnormal bleeding (vaginal, menorrhagia)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced vision blurred ("other injuries/symptoms: vision problems/blurry"). In (B)(6) 2009, the patient was found to have weight increased ("other injuries/symptoms: weight gain") and experienced migraine ("migraines / headaches"). In (B)(6) 2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse),"), abdominal pain ("abdominal pain"), back pain ("back pain") and alopecia ("other injuries/symptoms: hair loss") and was found to have hormone level abnormal ("other injuries/symptoms: hormonal changes"). The patient was treated with surgery (d and c). Essure treatment was not changed. At the time of the report, the menorrhagia, pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain, alopecia, hormone level abnormal, vision blurred, weight increased, vaginal haemorrhage and migraine outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, hormone level abnormal, menorrhagia, migraine, pelvic pain, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: the patient reported that she was unable to afford essure removal surgery. Discrepancy in insertion dates: (B)(6) 2019 (previously reported date, and (B)(6) 2013), four coils were visualized at the right ostia. The left ostia was then visualized, and the essure device was deployed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram in (B)(6) 2009: results: other. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jan-2020: pfs received. Vaginal bleeding, migraine were added. Insertion date was updated. The case upgraded to serious incident due to d and c reported as a treatment to the event. The event 'plaintiff did not undergo essure confirmation test' was deleted. Lab data was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.